Event description:
It was reported that the user noticed the "distal extension line" detached from the catheter roughly one month after insertion. No patient complications reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.